Event description:
When attempting to run pump through testing procedure, could not get keyboard to work; locked up. With administration set attached, still could not get it to work. High pressure alarm sounding, but not under pressure and could not get alarm to turn off. This occurred on 11/14/95. When testing repeated on 11/15/94, keyboard was okay, pump functioned appropriately, no problems with high pressure alarm. Sent back to MFR for service, anyway. (*)